Event description:
The customer tested 275mg/dl on the device and took 2 units of r insulin. The customer reportedly felt shaky 30 minutes later and had a diabetic seizure. Customer tested at 55mg/dl at that time. No treatment information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.